Event description:
It was reported that the stent inadvertently deployed. A 5x150x130 innova self-expanding stent was selected for use. After the device was removed from the package and inspected, it was observed that the catheter was pulled back and the stent tip was exposed. A new device, same model, was opened and procedure was completed without incident. There were no patient complications.